Event description:
It was reported that the pump fails down stream (before infusion / no patient injury) was experienced.

Manufacturer narrative:
Additional information received updated b5.

Event description:
Additional information received on 01-june-2022. Event did not occur while in use by patient. Found during testing.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was not duplicated. The downstream occlusion sensor passed calibration and the pressure test. However, investigating the downstream sensor seal yielded a fluid ingressed sensor. Root cause was found to be fluid ingression. The downstream occlusion sensor was replaced.